Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 23mm from the marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel below the knee. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, on initial inflation, the balloon ruptured. The device was completely removed and the procedure was completed with different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel below the knee. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, on initial inflation, the balloon ruptured. The device was completely removed and the procedure was completed with different device. No patient complications were reported and the patient's status was good.